Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the right ventricle (rv) lead dislodged after pocket closure. The physician tried repositioning the lead the next day, however the lead had dislodged a second time. The physician decided to replace the lead for another of the same model. No adverse patient effects were reported.